Manufacturer narrative:
At this time, no conclusion can be made. While the sample evaluation is anticipated it has not get begun. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) released for distribution in july, 2020. When the investigation has been completed, a supplemental emdr will be submitted.

Event description:
As reported per maude event report (mw5096517): "the x-stream tubing set w/ nd trumpet valve was checked by biomed on 04-sep-2020 and found no issues." Addendum per additional information: it was reported, during set up of a procedure, during the priming of the x-stream tubing set, it was noted that there was leaking of the saline irrigation fluid from the bottom of the cassette/housing chamber. The or staff removed the tubing set, used another set in the same controller without any issues. There was no patient involvement.

Manufacturer narrative:
At this time, no conclusion can be made. While the sample evaluation is anticipated it has not get begun. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 1800 units released for distribution in july, 2020. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the results of device evaluation. The subject product was returned for evaluation and confirmed for a fluid leak. Fluid has entered the motor housing going beyond the lip seal of the motor mount and into the battery compartment. Excessive sealant and cracks were identified on the motor mount which appears to be allowing fluid to leak through the motor; corrosion was also noted. Based on the investigation and sample evaluation, the root cause was assessed to be manufacturing related. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per maude event report (mw5096517): "the x-stream tubing set w/ nd trumpet valve was checked by biomed on 04-sep-2020 and found no issues." Addendum per additional information: it was reported, during set up of a procedure, during the priming of the x-stream tubing set, it was noted that there was leaking of the saline irrigation fluid from the bottom of the cassette/housing chamber. The or staff removed the tubing set, used another set in the same controller without any issues. There was no patient involvement.